Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment with damaged threads. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. No evidence of moisture contamination inside battery compartment. No battery cap returned. A test cap was used and was unable to fully tighten due to battery compartment crack. A power loss was observed with test cap. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Multiple "power on resets" observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.